Event description:
Patient fell unconscious 3 times. Loss of consciousness lasted a few seconds and spontaneously resolved. The last occurrence lasted 10 seconds with clonic movements. The patient has been hospitalized ((B)(6) 2018). The pm follow-up on (B)(6) showed a defective battery with loss of pacing suspecting a partial lead fracture.the conclusion of the ryhtmologists is that the device was intermittently pacing due to a partial lead rupture. The thresholds have reached their maximum values. Device and lead changed on (B)(6). No macroscopic defects on the removed lead portion were observed.

Manufacturer narrative:
Two pieces of the lead were returned; one piece with the helix and one piece with a portion of the body of the lead. Approximately 10-15 cm of the lead is missing, including the proximal end containing the connector pin. Approximately 5 cm of the inner coil extended from one end of the lead while the opposite end was retracted into the body of the lead and not visible. Visual evaluation under magnification of the pieces revealed no damage to the coils or the helix. There were two scrapes in the outer insulation observed, one at either end of the lead body piece. There was no evidence that the outer insulation was compromised. Dc resistance testing of the outer coil in both returned pieces passed. Due to the retracted inner coil, only the inner coil on the piece with the helix could be tested, and it passed. No actions will be taken as only a partial device in 2 pieces was returned and a complete device analysis could not be conducted. The visual and electrical tests that could be performed passed. Review of manufacturing records did not reveal any discrepancies.